Event description:
A burning smell was noticed by a nurse when she set the pump up, and device was removed from service, the device consisted of the pcu and two lvps. Clinical engineering received the pcu with permanently attached lvp only and performed a visual inspection, and noticed the discolored section of the iui connection -pcu- along with somewhat of a diminished burned odor.